Manufacturer narrative:
Lancing devices are not serialized or assigned lot numbers, so it is not possible to determine a MFR date. Lancing devices are also not 510 (k) cleared.

Event description:
A bayer sales rep stated that an individual was giving a demonstration for the microlet2 lancing device when she rec'd an accidental needlestick from a used lancet. The caller stated that both individuals had been given blood tests, but no other info was provided. At this time, it's not known if the device will be returned for eval.